Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, the complaint was submitted without sufficient information and therefore no investigation could be conducted.

Event description:
After the balloon was introduced, the connection broke. The balloon was replaced.